Manufacturer narrative:
One slotted tendon stripper was returned for evaluation. Dimensional assessment of the distal tip confirmed it meets print specification. Visual assessment of the tip showed no burrs or sharp edges. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tendon stripper would prematurely cut the tendon during harvesting. A backup device was available to complete the procedure. There was a short delay of less than 30 minutes, and the surgeon had to harvest tendons from the contralateral side.